Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication, concentration and dose via an implantable pump. Indication for use was non-malignant pain. The date of the event was asked but was unknown. The patient¿s weight and medical history was unknown and will not be made available. It was reported the patient was not experiencing the same pain relief from the pump they were once receiving. A catheter study and roller study were done and were normal. There were no environmental/external/patient factors that may have led or contributed to the issue. The physician wanted to replace the pump. Surgical intervention was planned for a pump replacement on (B)(6) 2017. The issue was not resolved. Patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). The drugs being delivered were 20 mg/ml morphine at a dosage of 15.004 mg/day and 8 mg/ml bupivacaine at a dosage of 6.0015 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.